Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hospital following the event, and the pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicated any device malfunction related to the defibrillation event. Usage : monitor sn (B)(4) - 11/2012 (reuse); electrode belt sn (B)(4) - 03/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. An atrial fibrillation rate contributed to the false detection. It was reported that the pt was an inpatient at the hospital receiving physical rehabilitation at the time of the event. The pt's wife reported that the pt was shocked because he is not cognitively able to press the buttons, and the person in physical rehabilitation with him did not know how to press the response buttons for him. The lifevest detected an arrhythmia at 11:26:24. The pt's ECG strips show af with rapid ventricular response. The lifevest delivered a defibrillation shock at 11:29:59. The post-shock rhythm was sinus tachycardia. The response buttons were not pressed during the entire event. The pt remained in the hospital following the event and continues to wear the lifevest.